Manufacturer narrative:
The device was returned for analysis. The reported ¿minimal pulsatile blood flow¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first proglide device suture was successfully placed. The second proglide device was flushed prior to use and placed in the anatomy; however, showed minimal pulsatile blood flow. An attempt to re- flush the device was unsuccessful. An additional proglide device was therefore used to successfully complete the preclose technique. The sheath was upsized to greater than 8.5fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two pre-placed proglide device sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.